Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to the defective power supply unit. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that an accidental malfunction occurred in the power supply unit, so the power necessary to operate the processor could not be properly supplied. The front panel blinked to inform the malfunction of the device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before the procedure, the sporadic flashing front panel was found. There was no report of patient injury associated with the event.